Manufacturer narrative:
As reported, a 10x60mm smart control self-expanding (ses) stent was used in the left subclavian artery during the thoracic aortic coarctation surgery. The stent was noted to have fallen from the left subclavian artery to the descending aorta. The drifted stent was placed at the iliac artery by traction using balloon dilatation technique. The stent was not placed in healthy tissue as it was placed at the stenosis segment. A 12x40 smart was used to complete the procedure. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. The stent was still constrained within the outer member/sheath when the device was removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. The tuohy borst valve was in the locked position after opening package. There was no difficulty flushing the stopcock or while flushing the sds. The lesion did not have any calcification. The lesion was noted to have a mild stenosis. The vessel was noted to have mild tortuosity. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. The device will be returned for evaluation. The device was returned for analysis. A non-sterile ¿pkg assy 10x060 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked to proceed with the evaluation. The stent was fully deployed and not returned for analysis. The device was received with the mechanism fully deployed. A severe kink was observed located approximately 118 cm from the distal tip. The locking pin was not returned for analysis. No other outstanding details were noticed. The usable length of the stent delivery system was measured and verified, and dimensional analysis results were found within specification. Functional analysis was attempted to be performed, however, due to the severe kinked condition it was not possible to set the unit back to the manufacturing position and therefore, the deployment cannot be simulated. The reported ¿stent delivery system (sds) deployment difficulty- inaccurate placement¿ cannot be confirmed due to the nature of the complaint as this cannot be replicated in a lab setting; additionally, no procedural films were provided. The exact cause cannot be determined. The device was returned with the stent fully deployed, and the stent was not returned for analysis. Additionally, a severe kink was noted during device analysis. This prevented simulation of the deployment mechanism, this kink may have been a contributing factor; however, cannot be confirmed. The useable length and dimensional analysis of the device was noted to be within specification. Based on the information available for review it is likely vessel characteristics, procedural factors and device handling contributed to the events reported. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. F. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand [figure 4].¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 10x60mm smart control self-expanding (ses) stent was used in the left subclavian artery during the thoracic aortic coarctation surgery. The stent was noted to have fallen from the left subclavian artery to the descending aorta. The drifted stent was placed at the iliac artery by traction using balloon dilatation technique. The stent was not placed in healthy tissue as it was placed at the stenosis segment. A 12x40 smart was used to complete the procedure. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. The stent was still constrained within the outer member/sheath when the device was removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. The tuohy borst valve was in the locked position after opening package. There was no difficulty flushing the stopcock or while flushing the sds. The lesion did not have any calcification. The lesion was noted to have a mild stenosis. The vessel was noted to have mild tortuosity. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 10x60mm smart control self-expanding (ses) stent was used in the left subclavian artery during the thoracic aortic coarctation surgery. The stent was noted to have fallen from the left subclavian artery to the descending aorta. The drifted stent was placed at the iliac artery by traction using balloon dilatation technique. The stent was not placed in healthy tissue as it was placed at the stenosis segment. A 12x40 smart was used to complete the procedure. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. The stent was still constrained within the outer member/sheath when the device was removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. The tuohy borst valve was in the locked position after opening package. There was no difficulty flushing the stopcock or while flushing the sds. The lesion did not have any calcification. The lesion was noted to have a mild stenosis. The vessel was noted to have mild tortuosity. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. The device will be returned for evaluation.